Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00359. All information from the original reports have been transferred to this report.

Event description:
Philips received a complaint from customer, reporting that the v60 ventilator displayed a temperature is too high alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing. During follow up with the key market (km), it was reported that the turbine required replacement. The investigation is ongoing. The key market reported that the turbine has been replaced, and the device was returned to service.